Manufacturer narrative:
The device was received fully deployed. Upon evaluation, a leak was found on the unexposed portion of the soft cannula. Upon magnification, a tear was found at the site of the leak. Corrosion was noted in multiple locations. The batteries were depleted. An 0x3d alarm was sounded by the pod, indicating a short in the pod. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 3 g/l (300 mg/dl) after wearing the pod between 4 and 24 hours. The pod generated an alarm while given a bolus of 8.0 units of insulin. The patient treated the hyperglycemia by applying a new pod and a bolus.